Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after deploying the needle plunger, confirmed by a "clicky sound," when the needle plunger was removed, suture was not deployed in the vessel. Although the posterior needle and the suture link were connected, the posterior cuff was not separated/detached (ejected) from the posterior foot (pocket) as expected. A second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Event description:
It was reported that the device was at eri (2.61v). The patient presented to the ER because he said he felt like there was electricity going through his body. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the posterior needle tip was captured below the posterior foot pocket and the posterior needle was bent at the proximal-end indicating that the posterior needle deflected and struck the posterior foot during needle deployment. Although the posterior needle tip released from the shank, it did not engage with the posterior cuff inside the posterior foot pocket resulting in a failure to eject the posterior cuff out of the posterior pocket as reported. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior needle detaching from the anterior cuff as evidenced by damaged anterior cuff tabs and anterior needle barb. The posterior needle-to-cuff miss and subsequent anterior needle-to-cuff detachment would result in a failure to deploy and retrieve the suture as reported. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel length. Based on the investigation, the probable root cause for the posterior needle striking the posterior portion of the foot, resulting in a posterior needle-to-cuff miss and subsequent anterior needle-to-cuff detachment, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.